Manufacturer narrative:
H6; code 100: excessive cartridge nose weld. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that an excessive cartridge nose weld and a fragmented staple may have caused the reported incident during surgery. The instrument was received with excessive dried body fluids in the cartridge assembly and with no staple in the nose. The instrument was cycled, but no staple would feed. It appeared as though a staple was mispositioned in the track. The instrument was disassembled and a staple fragment was observed in the staple track which caused the staple stack to twist and the instrument to jam. The cartridge nose weld was observed to be excessive. The excessive weld and the loaded staple fragment were due to assembly errors. The instrument contained 21 staples and 1 fragmented staple. The appropriate mfg and engineering personnel have been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during a laparosocpic hernia procedure. It was reported by the affiliate that the instrument jammed (test with a customer). There was no pt consequence.